Event description:
One white tip protector cover came off. One tip was broken when the package was opened. No patient information was provided.

Manufacturer narrative:
The two cautery forceps in question were not returned in a timely manner, therefore, no investigation could be conducted. A review of the device history record found no issues.